Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient, coincident with physioneal 40 1.36% and extraneal therapies for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd). Physioneal and extraneal therapies were ongoing. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. On (B)(6) 2012, treatment with ceftazidime and cefazolin was initiated. On an unreported date, after the culture analysis revealed gram-negative bacilli, initial antibiotic therapy with ceftazidime and cefazolin was discontinued and treatment with gentamicin and ciprofloxacin was initiated. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.